Event description:
The pt went for dialysis on the evening of the event in preparation for going to surgery the next day. This was completed without incident at approx 5:30 pm. As part of the pt's treatment it was decided to administer sliding scale insulin therapy. As there was a difficulty in gaining access by any other means it was decided to use the catheter for this therapy. The treatment was initiated at 4am. Half an hour into the treatment, the pt in the next bed over call for assistance on the request of the pt receiving therapy. On entering the room and turning on the lights it was noted that there had been a considerable blood loss and the treatment lines were disconnected from the catheter. The staff witnessed a cardiac arrest and the pt was resuscitated. He was transferred to itu. Some time later life support was removed and the pt passed away.

Manufacturer narrative:
The tesio catheter for the administration of sliding scale insulin therapy is an off label use. Info received indicated the facility did not blame the catheter for the incident.